Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was exchanged due to the patient experiencing blurry vision. The surgeon reports the lens had a hypertrophy surprise and was questioning the power of the lens. Additional information was requested.

Manufacturer narrative:
The lens was returned in a specimen cup in solution. The lens has been cut into pieces. Only two portions each containing a haptic were found in the container. The two pieces were cleaned with lphse. Power and resolution could not be evaluated due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported blurry vision. Only two portion of the optic were returned. The power and resolution of the returned lens could not be evaluated due to the optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the 19.0 diopter lens was replaced with a 21.5 diopter lens. The manufacturer internal reference number is: (B)(4).